Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for urinary dysfunction/sacral nerve stim. And gastrointestinal/pelvic floor reported they were implanted with the urinary device because they had autonomic neuropathy which caused them to have no nerve function in their bladder. In (B)(6) 2016 the consumer had a loss of therapeutic effect and a return of urinary symptoms where they need to wear adult pull-ups and pads, and the symptoms were ¿almost worse than baseline.¿ according to the consumer the urinary device worked great for a while, but then their urinary symptoms returned. About the same time of the loss of therapeutic effect the consumer was diagnosed with two different bacterial infections (urinary tract infections) and was put on two different antibiotics. According to the consumer their urine was cloudy, had a horrible smell, and there was pain during urination. The consumer hadn¿t had their urine checked since (B)(6)2016, but knew they had still had the uti because of the symptoms. The consumer tried using all four programs, but the changes hadn¿t helped. Program 2 was even turned up to 5.9 volts, but it was hurting them really bad ¿down there.¿ the consumer then stated they were unable to increase program 4 beyond 1.0 volts without seeing the upper limits reached message on the patient programmer (pp). During the call the consumer was assisted in changing from program 3 to program 4 and then adjusted the amplitude to 2.5 volts where they confirmed therapy was comfortable and in the target location. No further complications were reported.